Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens shot out of the injector too fast. There was no reported patient impact, and the procedure was completed with back up product. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. No viscoelastic is observed in nozzle or the tip of the device. No viscoelastic is observed on the plunger shaft. A very small amount of viscoelastic is observed on the trailing half of the optic, anterior surface only. The lens is still partially in the loading area. The trailing haptic is misfolded under the optic and broken gusset and distal area. The leading haptic is folded back. Viscoelastic was not provided. It is unknown if the qualified product was used. The device was returned with damage typical of a plunger underride. The trailing haptic was misfolded under the optic and broken. There is no evidence the lens was delivered. No viscoelastic is observed in nozzle or the tip of the device. No viscoelastic is observed on the plunger shaft. A very small amount of viscoelastic is observed on the trailing half of the optic, anterior surface only. The root cause for the observed damage is most likely related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Corrected information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
In follow up, a facility representative reported that the plunger misfired.